Manufacturer narrative:
Concomitant medical products: product ID: 8578, serial# (B)(4), implanted: (B)(6) 2010, product type: accessory. (B)(4).

Event description:
A patient death was reported and it was noted that the death was not device related. It was noted that there was no patient injury. The drug in the pump was not specified. Additional information has been requested, but was not available as of the date of this report.